Event description:
Patient's wife reported patient is currently hospitalized since on (B)(6) 2026 for complicated urinary tract infection due to urinary foley catheter, (treating with intravenous cefepime) unknown if medical doctor aware. No further information or dates provided.